Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish") and depression ("depression"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (supracervical hysterectomy (uterus only)). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-aug-2019: pfs received - new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish were added. Outcome of pelvic pain updated to recovering / resolving. New reporter, patient information, treatment drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In(B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish/psych injury") and depression ("depression/psych injury"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menorrhagia, vaginal haemorrhage, anxiety, depression, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done she received treatment for psych injury: no. Discrepancy noted as per pfs: if no removal planned, select reason{s): unable to afford surgery but as per previous fu: patient underwent removal procedure on: (B)(6) 2014. She received treatment for events pain and bleeding. (B)(6) 2013 (discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet: received. On (B)(6) 2014, she explanted essure previously reported as (B)(6) 2014. Added event post procedural complication. Outcome of events pelvic pain, general abnormal bleeding was updated as recovered. Event genital haemorrhage updated as non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. A60512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, asthma, whipple's operation, dysfunctional uterine bleeding, abdominal pain, multigravida, parity 2, blood transfusion, chronic cervicitis and fibroids. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish/psych injury") and depression ("depression/psych injury"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (supracervical hysterectomy (uterus only) and thermachoice endometrial ablation.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menorrhagia, vaginal haemorrhage, anxiety, depression, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done she received treatment for psych injury: no. Discrepancy noted as per pfs: if no removal planned, select reason{s): unable to afford surgery but as per previous fu: patient underwent removal procedure on: (B)(6) 2014. She received treatment for events pain and bleeding. Essure insertion date provided in pif : (B)(6) 2013 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 31-mar-2021: mr received:thermachoice endometrial ablation added to previously reported event menorrhagia and made medically significant and intervention required due to surgery." Reporter, lot number and medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. A60512-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, asthma, whipple's operation, dysfunctional uterine bleeding, abdominal pain, gravida ii, parity 2, blood transfusion, chronic cervicitis and fibroids. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish/psych injury") and depression ("depression/psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital hemorrhage ("gen. Abnorm. Bleed") and post procedural complication ("post procedural complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (supracervical hysterectomy (uterus only) and thermachoice endometrial ablation.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital hemorrhage had resolved and the menorrhagia, abdominal pain, vaginal haemorrhage, anxiety, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital hemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal hemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. Discrepancy regarding essure confirmation test, earlier hsg done now as per pfs. Essure confirmation test was not done. She received treatment for psych injury: no. Discrepancy noted as per pfs: if no removal planned, select reason{s): unable to afford surgery but as per previous fu: patient underwent removal procedure on: (B)(6) 2014. She received treatment for events pain and bleeding. Essure insertion date provided in pif : (B)(6) 2013 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. A60512-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, asthma, whipple's operation, dysfunctional uterine bleeding, abdominal pain, gravida ii, parity 2, blood transfusion, chronic cervicitis and fibroids. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish/psych injury") and depression ("depression/psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnorm. Bleed") and post procedural complication ("post procedural complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (supracervical hysterectomy (uterus only) and thermachoice endometrial ablation.). Essure was removed on (B)(6)-2014. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menorrhagia, abdominal pain, vaginal haemorrhage, anxiety, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done she received treatment for psych injury: no. Discrepancy noted as per pfs: if no removal planned, select reason{s): unable to afford surgery but as per previous fu: patient underwent removal procedure on: (B)(6)-2014. She received treatment for events pain and bleeding. Essure insertion date provided in pif : (B)(6) 2013 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2013: confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6)-2021: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish/psych injury") and depression ("depression/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (supracervical hysterectomy (uterus only)). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, menorrhagia, vaginal haemorrhage, anxiety, depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done she received treatment for psych injury: no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events abdominal pain, gen. Abnormal. Bleed added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.